Event description:
Complaint alleged that during a routine shift check by a clinician, the device would not go into manual mode. The key switch turns 360 degrees and does not function. The complaint indicated that there was no pt involvement in the reported failure.